Manufacturer narrative:
Index procedure: the patient was included in the cypher study for the index procedure. Coronary angiography demonstrated a totally occluded rca, a 90% proximal circumflex lesion with a total occlusion in its mid segment, and mild irregularities in the left anterior descending (lad) coronary artery. The patient had a total of four (4) cypher stents implanted in the rca. Six-month follow-up angiogram: the patient was referred for follow-up angiography for the study with a possibility of addressing the previously identified but untreated circumflex lesion. The patient was reported to have only occasional fleeting chest pain that lasts only seconds. The findings of the angiogram noted the following: a right dominant coronary system, the left main coronary artery (lmca) had mild luminal irregularities, the lad also had minor luminal irregularities with no flow-limiting lesions, the circumflex was a non-dominant vessel that was totally occluded after the first (1st) obtuse marginal (om) branch, the second (2nd) om was a large bifurcating vessel which filled by robust left to left collaterals, the rca was a dominant vessel with a focal 50% isr proximal. No stent fractures were indentified in this angiogram. No additional intervention was done at this time. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of four products used during the same procedure. Please reference MFR. Report # 3003742446-2006-00696. # 3003742446-2006-00697, and #3003742446-2006-00698.

Event description:
The report is for a patient included in the cypher study. Approximately six (6) months after the index procedure during the follow-up period, a core-lab film review identified stent fractures in the previously implanted four (4) cypher stents. A discrete 50% focal in-stent-restenostic (isr) lesion was also noted in the stent placed in the proximal right coronary artery (rca) during the six (6) month follow-up angiogram. This was not identified/reported in the core-lab film review. The stent reported to have restenosed is either the cyper 3.0 x 18 mm or the 3.0 x 8 mm stent.